Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's physician questioned the validity of their sensor readings. As a result, a right heart catheterization was performed on (B)(6) 2018. No recalibration was needed as the sensor readings are accurate.